Event description:
After flushing, the catheter was damaged at the site inside the body. A 2.5ml syringe was used for flushing. Indwelling period was 561 days.

Manufacturer narrative:
This complaint confirmed and will be reported as user related. Returned for eval is a section of broviac 4.2 fr catheter tubing. Gross and microscopic examinations revealed a longitudinal slit in the tubing that is located just distal to the surecuff. The catheter was placed under a magnified light source. Pockets of residual material are seen intermittently distal to the leak site. The longitudinal "s" shaped split located on the catheter contains characteristics associated with burst trauma secondary to over -pressurization. It appears infusion pressures may have exceeded the elastic strength of the tubing. The catheter was placed under a magnified light source distal to the burst site. The tubing shows pockets of coagulated residue intermittently along the length of the tubing distal to the burst site. The product IFU gives descriptive and illustrative instructions on a proper flushing protocol. A proper flushing protocol must be followed in order to reduce the risk of occlusion. The product IFU lists lumen occlusion as a potential risk. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. This appears to be a user maintenance issue. The complainant haas indicated a 2.5ml syringe was used with the complaint sample. The IFU instructs that to avoid damage to vessels and viscus, infusion pressures should not exceed 25psi. The use of a 10cc or larger syringe is recommended because smaller syringes can potentially generate more pressure with the equivalent applied force than larger bore syringes. Additionally, all silicone catheters are leak tested to a minimum of 25psi during the manufacturing process. A lot history review (lhr) is not possible, as no manufacturing lot number info has been provided by the complainant.